Event description:
It was reported that the device failed downstream occlusion (dso) calibration.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a defective downstream occlusion (dso) sensor was found. The cause of the problem was intermittent issues with the dso sensor, and it was replaced to fix the issue.